Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The air gauge became loose at times due to a worn-out air joint unit and connector socket. Additional issues were identified during the device evaluation: the four suction feet at the bottom had weak suction force; the top cover and main chassis had deep paint scratches; the front power switch was faulty, with the led light not lit and a cracked protective cover; the plastic cap was torn off; the inlet at the rear was damaged with a crack; and the air flow rate was low due to a faulty air pump unit. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the socket on the maintenance unit was not securing a grip on the leakage tester. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the power switch was broken. This report is to capture the reportable malfunction of a broken power switch that was noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to a faulty connector socket. However, the specific cause of the faulty connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.